Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 console. The incident occurred at (B)(6) hosp in (B)(6). This medwatch report is filed on behalf of (B)(4). It was reported that the cardioplegia dose display was not reading accurately and that the arterial pump stopped. A sorin group representative evaluated the pump on site. Functional testing could not reproduce the pump stoppage or the incorrect cardioplegia display reading. Sorin group (B)(4) has requested the return of the pump and cardioplegia module for further investigation. There was no report of pt injury. The facility reported this incident to the country competent authority. This medwatch report is filed as a result of this action.

Event description:
It was reported that the cardioplegia dose display was showing approx 300 mls, not the expected amount. It was estimated from the cardioplegia bag that approx 1200 mls had been delivered, which was the correct amount. The cardioplegia sys had originally been set for manual delivery. The perfusionist tried, but was unable to reset the volume display back to zero. In addition, the perfusionist reported that the arterial pump stopped without alarm. The override function failed to restart the pump. The perfusionist hand cranked to maintain flow. The s5 system was replaced, taking approx 30 seconds. The case continued without issue. At the onset of hand cranking, the perfusionist noted resistance with the initial turn. A noise was heard and the pump appeared to "give", allowing the pump to then turn easily. There was no report of pt injury.